Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device one lesion. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory due to residual stenosis with dissection. The post treatment of the lesion included pta and stent. The balloon/stent diameter was 6 mm and maximum post-dilatation pressure 12 atmospheric pressures (atm). Post cryoplasty there was residual stenosis of 50% due to dissection. The post balloon pta and stenting had no residual stenosis. The cryoplasty total procedure time was 18 minutes, and balloon pta and stent implantation was an additional 25 minutes.the pre-procedure target lesion was in the superficial femoral (de novo) reference vessel diameter not provided and a 20 mm lesion length. The quantitative data measurement method was visual. The target lesion pre-procedure was 100% (occlusion) concentric stenosis, three patent run-off vessel, no vessel tortuosity and no calcification at target lesion. The polarcath balloon was used during the procedure. One balloon with a 6 mm diameter, 4 cm balloon length, (shaft length 80 cm) and 1 inflation. Target lesion post procedure was 50% stenosis. Follow up visit information was not provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is undeterminable.